Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly check, the cardiosave intra-aortic balloon pump (iabp) power chord - broken retractor. Noticed that the power cord will not retract. There was no patient involved.

Event description:
It was reported that during a weekly check, the power cord of the cardiosave intra-aortic balloon pump was not retracting. There was no patient involved.

Manufacturer narrative:
*The g3 (aware) date reported in the initial report was submitted incorrectly. The aware date should read: 16nov2022. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse untangled the cord form inside the unit. The cord was then able to retract properly. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.